Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 00575201602, nexgen cruciate retaining cr-flex femoral component porous, lot # 62544450 catalog #: unk, unknown nexgen bearing, lot # unk. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, because it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06482 and 06484. Device was discarded.

Event description:
It was reported that a revision occurred due to malalignment. The patient had their initial surgery approximately 3 years ago. All items were removed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Tibial component coronal alignment is approximately 4° valgus rather than desired neutral alignment. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.